Manufacturer narrative:
Section d4: corrected primary unique device identifier number.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station went offline. The customer was notified of this information and requested the field service engineer dispatch to be cancelled. However, the customer resolved the issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis ciisafe system on disconnected mode.the customer reported that the user was able to remove the medication from another station and there was no delay to the patient's workflow.there were no adverse events or injuries reported based on this event.